Manufacturer narrative:
Evaluation summary: no lot code was provided and no sample was returned; therefore, no further evaluation could be performed at this time. No root cause could be determined. Additional information was requested via phone on 03/23/2011, 03/15/2011, and 04/12/2011; via mail on 02/23/2011 and 03/15/2011. (B)(4).

Event description:
A consumer initially reported she experienced severe dry eye and severely irritated corneas following the use of this product. On (B)(6) 2011, additional information was received from the consumer who stated in (B)(6) 2010, she started experiencing extreme dry eye, irritation, and red eyes. She noted she went to her optometrist who diagnosed her with a preservative allergy, severe dry eyes, a lesion to the sclera and referred her to an ophthalmologist. She reported, she discontinued contact lens wear and the ophthalmologist prescribed her a steroid drop. She stated her eyes improved and when she went back to contact lens use, she started experiencing the same symptoms. She reported, she returned to the doctor and she was prescribed another steroid and her doctor told her that her corneas were severely irritated and her eyes were extremely dry. On (B)(6) 2011, additional information was received from the consumer stating her symptoms are resolving. This is the second of two reports for this pt.